Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. (B)(4). To date it has been reported that the device will not be returned. If the device or further details are received as a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: were there any unexpected outcomes or complications as a result of the prolonged surgery time? No further information is available. What tissue was being sutured when the event occurred? No further information is available. Was additional dissection required in other organs/tissues other than the target tissue? No further information is available. Was there any change in the patient¿s post operative care due to the prolonged procedure? No further information is available. Was the needle retrieved during the same procedure? Yes. Were x-rays taken to locate the needle? No further information is available. Was there any additional tissue damage as a result of searching for the needle? No further information is available. We were reported that the case did not become a serious injury. No further information will be provided.

Event description:
It was reported that a patient underwent a laparoscopic sacral hysterectomy on an unknown date and suture was used. During the procedure, when the surgeon tried to remove the needle from the laparoscope, the needle was detached from the suture in the trocar and fell into the abdominal cavity. The surgeon did not notice it when the suture was retrieved, and 4 to 5 minutes later, a scrub nurse noticed it. After that, the surgeon searched the abdominal cavity for several minutes and found the needle. The operation time was extended within 30 minutes. There were no adverse consequences to the patient. No additional information was provided.